Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned for reliability analysis. Investigation indicated that in (B)(6) of last year, the device was explanted due to infection. (Infection report was submitted, report number 2124215-2012-15303). Available information indicates there were no reported complications while the device was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, longevity testing was performed. Analysis determined that this cardiac resynchronization therapy defibrillator (crt-d) did not trigger a replacement indicator while implanted. Review of the memory log confirmed that there were faults recorded while this crt-d was implanted. This crt-d matched a trend for devices returned with fault(s) due to electrocautery/high energy. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.no adverse patient effects were reported.